Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the keyboard was damaged. It was also noted that the lower case was broken, the upper case was broken and dented which affected keyboard fit, both bail covers were broken, the battery contacts were compressed and the battery drawer was broken. (B)(4).

Event description:
It was reported that the external pulse generator had a damaged lens. The generator was returned for service. It was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.